Event description:
It was reported that the pump stopped working and drain failure alarms occurred. The alarms were reset and the system purged. Following restart of the pump, the drain failure alarms occurred approximately every 15 minutes. There was no indication that the patient was taken off of the pump. There were no reported patient complications.